Event description:
Customer reports the soft touch lancet will not retract. The customer did not provide the location where the malfunction occurred, or how long it has been occurring. Customer states the needle is stuck in her finger upon moving the device away (cap is on the device). No medical treatment required. No adverse event reported. Requested return of suspect device and replacement was sent. Soft touch lancet lot number unk.

Manufacturer narrative:
The suspect product is the soft touch lancet.